Event description:
Customer reported mp2 alarm volume is not working during pt use. No pt harm was reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.